Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging on (B)(6) 2013, the lay user/patient in the UK contacted lifescan to report the one touch verio pro meter was giving inaccurate readings with the control solution; no specific data was provided. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.